Manufacturer narrative:
The customer reported that the cns (central monitoring system) lost power and is failing to reboot. The cns is hanging on the cns-6000 screen saying "loading please wait" and never boots into windows. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The hard drives were reimaged to fix the issue. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) lost power and is failing to reboot. The cns is hanging on the cns-6000 screen saying "loading please wait" and never boots into windows.